Manufacturer narrative:
H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code b20: device remains implanted and therefore not available for direct analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. During the treatment, an attempt was made to deploy a stent graft, cxt321414, and intentionally approximately 1/3 of a left renal artery was covered by a proximal edge of the stent graft. However, the proximal edge of the stent graft covered approximately 1/2 of the left renal artery. After all stent grafts were implanted, an angiography revealed a proximal type I endoleak and a type ii endoleak around a median sacrum. To treat the proximal type I endoleak, additional touch up was performed, however minor leak was remained. Additionally a cuff was implanted. The proximal type I endoleak was resolved. However, the proximal edge of the stent graft, cxt321414, covered approximately 2/3 of the left renal artery. To treat it, additionally stent graft was implanted into the left renal artery. The flow was no issue. The patient tolerated the procedure. The physician stated that the flow in the left renal artery was fine, but the patient was still young, so the stent graft was added for safety.